Manufacturer narrative:
The insulin was pump received with scratches on lcd window. The pump was received with no down button response due to corroded down keypad trace. The pump had missing a endcap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 21 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.